Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for the follow up. Upon interrogation, the pulse generator exhibited backup vvi operation and the telemetry connection could not be established. On (B)(6) 2018, the device was explanted successfully. The patient was stable throughout the whole event.